Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-feb-2020 from a healthcare professional (hcp) who reported that the patient was last seen by them on (B)(6) 2019. On (B)(6) 2019, the hospital called the office to report that the pump was being removed due to infection. On (B)(6) 2019, a follow-up report indicated that the pump was not re-implanted, and the patient was placed on oral medications. The hcp stated that the chart had no information regarding any vegetative state associated with the patient following device removal on (B)(6) 2019 and that they had no additional information. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine and morphine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2020 it was reported that patient's pump was "implanted on (B)(6)" and on (B)(6), the patient had the pump removed because the patient's "body refused it". The patient went to their healthcare provider¿s office on (B)(6) and the healthcare provider sent the patient to the hospital "right away" to have the pump explanted. Per the reporter, it made the patient a ¿vegetable¿ and stated since the patient had the pump removed, the patient has been a ¿vegetable. No further complications were reported regarding the event.